Event description:
Patient reports that post implant a realize band, she is unable to tolerated band adjustments and has had to have saline removed due to inability to tolerate. After fills were removed, patient symptoms resolved. Band placement was checked and the band was in place. However, the doctor told the patient that she was having issues due to the hiatal hernia coming back and not due to band issue. The doctor told patient she would have to just watch what she ate. The patient reported she got a second opinion and the second doctor filled patient band. Again, patient had issue with food coming back up. Patient reported both doctors said the way the band was put in, the hernia was in way and caused issues when patient got a fill. She also stated that the second surgeon commented that due to the size of her hernia, he would not have placed a band. The band remains implanted.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.